Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Medical records review identified the patient presented to the ER with back pain which lab results revealed a uti. Reportedly, the patient was admitted to ICU for treatment of the issue. During this time, tenderness with erythema over the implant site was observed. Reportedly, a CT scan revealed cellulitis around the ipg. Hence, the physician opted for surgical intervention on (B)(6) 2016 during which time the original ipg was explanted and replaced with a competitor's device utilizing her existing sjm leads. The patient was discharged the next day in stable condition.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.